Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
As reported: "r knee pain > 1yr, medial, gradual onset, occurs at night. Increased pain by ascending and descending stairs, rising from sitting, extended activity, standing, and walking. Increased swelling, no erythema/warmth/drainage." A revision operative report indicates a patient was revised from a uka to a ts tka. Noted on the report: "femoral subsidence due to avascular necrosis of medial femoral condyle marked subsidence of the femoral component; approximately 1/4-inch. This has caused the femur to collapse on to the medial edge of the tibia leading to excessive polyethylene wear. The tibia appeared to be well filled fixed, but was radiographically loose."

Event description:
As reported: "r knee pain > 1yr, medial, gradual onset, occurs at night. Increased pain by ascending and descending stairs, rising from sitting, extended activity, standing, and walking. Increased swelling, no erythema/warmth/drainage." A revision operative report indicates a patient was revised from a uka to a ts tka. Noted on the report: "...femoral subsidence due to avascular necrosis of medial femoral condyle...marked subsidence of the femoral component; approximately 1/4-inch. This has caused the femur to collapse on to the medial edge of the tibia...leading to excessive polyethylene wear. The tibia appeared to be well filled fixed, but was radiographically loose...".

Manufacturer narrative:
Reported event. An event regarding wear involving an unknown mako insert was reported. The event was confirmed. Method & results. -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: the event was confirmed there was failure of the mako unicompartmental knee arthroplasty leading to revision surgery. Root cause: the root cause cannot be ascertained without additional medical records, serial radiographs and perhaps examination of the explant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported the patient's knee was revised due to pain. During surgery femoral subsidence which was secondary to avascular necrosis of medial femoral condyle, excessive polyethylene wear and baseplate loosening were noticed. Clinician review of provided medical records confirmed that there was failure of the mako unicompartmental knee arthroplasty leading to revision surgery. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Reported event: an event regarding wear involving an unknown mako insert was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: adverse event identified: femoral loosening and subsidence of a medical unicompartmental knee leading to revision surgery approximately 5 years post-operatively. Hazards: none clearly related to implant. Conclusion of assessment: the unicompartmental implant failed and required vision surgery at approximately 5 yrs. Postoperatively. The implant was placed using a robot and an all-burr technique. It appeared that the implant was inset which may have contribute to the failure. While the pi report stated that the implant failed due to avascular necrosis, no pathology report or other data were provided to support that claim. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported the patient's knee was revised due to pain. During surgery femoral subsidence which was secondary to avascular necrosis of medial femoral condyle, excessive polyethylene wear and baseplate loosening were noticed. Clinician review of provided medical records confirmed femoral loosening and subsidence of a medical unicompartmental knee leading to revision surgery approximately 5 years post-operatively. The implant was placed using a robot and an all-burr technique. It appeared that the implant was inset which may have contribute to the failure. While the pi report stated that the implant failed due to avascular necrosis, no pathology report or other data were provided to support that claim. The exact cause of the event could not be determined. Further information such as device identification details and return of the devices are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "r knee pain > 1yr, medial, gradual onset, occurs at night. Increased pain by ascending and descending stairs, rising from sitting, extended activity, standing, and walking. Increased swelling, no erythema/warmth/drainage." A revision operative report indicates a patient was revised from a uka to a ts tka. Noted on the report: "...femoral subsidence due to avascular necrosis of medial femoral condyle...marked subsidence of the femoral component; approximately 1/4-inch. This has caused the femur to collapse on to the medial edge of the tibia...leading to excessive polyethylene wear. The tibia appeared to be well filled fixed, but was radiographically loose..."

Manufacturer narrative:
H3 other text: device not returned.

Event description:
As reported: "r knee pain > 1yr, medial, gradual onset, occurs at night. Increased pain by ascending and descending stairs, rising from sitting, extended activity, standing, and walking. Increased swelling, no erythema/warmth/drainage." A revision operative report indicates a patient was revised from a uka to a ts tka. Noted on the report: "...femoral subsidence due to avascular necrosis of medial femoral condyle...marked subsidence of the femoral component; approximately 1/4-inch. This has caused the femur to collapse on to the medial edge of the tibia...leading to excessive polyethylene wear. The tibia appeared to be well filled fixed, but was radiographically loose..."